Manufacturer narrative:
During an onsite visit, the field service engineer (fse) checked the device and found no problem. The device worked within specifications. Logfile review showed no abnormalities. All laser system functions were within specifications on this day. No technical root cause was identified. According to logfile review, the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A technician reported difficulty lifting the flap on a patient's eye. The cut flap was reported to be either thin or thick and the sidecut did not go up to the surface. Additional information has been requested.